Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not able to produce fluoroscopy. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was cancelled by the customer. The issue has been resolved by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system cannot generate fluoroscopy.due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.